Manufacturer narrative:
A failure was identified to be cable part number, 15033-01. Insulation degradation/deterioration. Further root cause investigation ongoing. Ongoing investigation.

Event description:
During routine preventative maintenance, the svc tech discovered that a defect condition existed of a melted insulation on a wire of the im483 board. This occurrence could have resulted in a malfunction of xcat. If the defect condition had deteriorated, the most likely effect is that the gantry would not be able to rotate. Potential effect of a gantry not rotating is that the intended use of the CT scan cannot be performed. No actual malfunction, injury or near injury was reported to have resulted from the melted wire.